Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6) 2012. According to the complainant, after inserting the device into the bile duct, the thumb ring from the handle got detached when it was attempted to open/close the basket. The physician was able to reassemble the thumb ring onto the handle, and the procedure was completed with this trapezoid rx lithotripter compatible basket device. No other anomaly or damage to the device was noted, and no other stones had been captured or crushed prior to the alleged failure. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was in the open position. The guidewire lumen (side-car) presented push-back and the thumb ring was detached and separated from the proximal end of the handle assembly. Examination of the thumb ring and handle assembly energy directors, showed evidence of proper ultrasonic welding had occurred during the assembly process. The condition of the returned incident device was consistent with the complaint that the handle thumb ring detached. Examination of the device found that it was welded properly during the assembly process. During use the thumb ring receives tensile and/or compressive force(s) applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly can occur when force is applied perpendicular to the thumb ring/handle assembly, forcing the thumb ring out of the handle assembly. The most probable root cause is undeterminable due to the lack of evidence identifying the handling of the device during use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4) for the reported event of handle thumb ring detached the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6) 2012. According to the complainant, after inserting the device into the bile duct, the thumb ring from the handle got detached when it was attempted to open/close the basket. The physician was able to reassemble the thumb ring onto the handle, and the procedure was completed with this trapezoid rx lithotripter compatible basket device. No other anomaly or damage to the device was noted, and no other stones had been captured or crushed prior to the alleged failure. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.